Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event occurred on an unspecified date in (B)(6) 2025 involving a 60" smallbore ext set w/ 0.2 micron filter, clamp, luer lock reported that while checking the lines for an infant patient, the rn noticed that the medication tubing was wet. The registered nurse replaced the tubing when preparing to administer an intravenous medication. During the shift change and nurse handoff, the newly installed tubing was also found to be wet. Further inspection revealed leakage around the filter, possibly due to a crack in the filter. The previous tubing was also retrieved and inspected to also be leaking around the filter. There was patient involvement and no harm/adverse event reported.